Event description:
Device report rec'd from (B)(6), indicates the pt was tending to her cat when it jumped up against her. She turned as if to prevent it from reaching her. In the process of twisting, she heard a snapping sound and felt immediate pain in her lower right leg. The pt presented with pain in the right lower leg. X-rays showed a broken plate that was part of a previous fracture fixation. The broken plate was removed on (B)(6) 2011 and replaced with a similar plate. Eval of the fracture site did not reveal any sign of infection or sepsis. Pathology was sent for testing.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number, the device history records review could not be completed.